Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromise force sensor alarm due to motor error alarm. Pump received with cracked battery tube thread and cracked reservoir tube lip noted.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.